Manufacturer narrative:
Additional information was received, this reported fault did not prevent the unit from performing fluid suction at max level. The reported complaint will be noted during preuse testing, as contained in the user manual.standard of care includes ensuring adequate backup equipment. Reported complaint will not affect delivery of o2, agent or ventilation from the anesthesia machine. The failure was not reportable.

Manufacturer narrative:
Additional information was received that the initial reported fault did prevent the unit from performing fluid suction at max level. H3 other text : additional information was received that the initial reported fault did prevent the unit from performing fluid suction at max level.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The suction regulator was replaced to resolve the reported issue. No report of patient involvement.

Event description:
The hospital reported a malfunction causing a loss of suction. There was no report of patient involvement.